Manufacturer narrative:
After battery installation unit gave steady white display due to broken traces on lcd glass. No partial display or missing segments noted. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they fell on the insulin pump. The customer reported that the screen was white and a partial display faded out. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.